Event description:
It was reported that the lv (left ventricular) lead was not pacing, and that the patient experienced diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 implantable tachy lead, (B)(6) 2013; 5592-53 implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.